Event description:
A patient reported experiencing inacurrate erratic results with an ot ultra. The patient's blood glucose results were 211, 118 mg/dl. Tests were done within 10 minutes with a difference of 50%. Patient did not experience any adverse evnets. No further information has been reported.